Manufacturer narrative:
Tracking #.48566. D6: device returned with no lot ID. Based upon the inquiry info rec'd and visual examination, no functional test was performed. The instrument was disassembled and found the precock damaged and 24 staples in the track. No conclusion could be reached as to how the precock mechanism was damaged.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported the staples would not deliver. There was no consequence to the pt.